Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 144°f. The likely cause was identified as worn bearing. It was also noted that the collet bearings were corroded, laser markings were faded and drive dog and drive dog pin were worn. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of motor got hot whilst in use. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and due to customer indication that this report is a complaint.